Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen on (B)(6) 2024. A photograph was provided for investigation. The allegation was confirmed via photographic inspection as a broken needle. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen on (B)(6)2024. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was confirmed due to the finding of a detached needle. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).